Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4: device information has not been provided. The device is not known to be either saline or silicone, record will default to saline until more information is gathered. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture via us. Device remains implanted.